Event description:
The nurse reported that she saw the patient and had a note from the physician for what the device was adjusted to at the previous appointment, but when she interrogated the patient it appeared that the device did not accept the changes and the old settings were in place. No other relevant information has been received to date.